Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and learned that a piece of equipment (bair hugger) was positioned under the tabletop. When the table was commanded to move into trendelenburg the bottom of the leg section of the table lowered down onto the bair hugger. This created an obstruction to the tabletop command resulting in the reported event. The 4085 surgical table operator manual states (1-3), "warning - personal injury and/or equipment damage hazard - failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The technician tested the table, confirmed it to be operating according to specification and returned it to service. A steris account manager offered in-service training on the proper use and function of the 4085 surgical table, specifically on ensuring that other pieces of equipment are clear of the table; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure user facility personnel commanded their 4085 surgical table to move into trendelenburg position and the table locking feet and caster lifted off the floor. There was a procedure delay as the patient was transferred to a different table to complete the procedure successfully. No report of injury.